Event description:
A report was received that the patient had difficulty charging the ipg after a procedure wherein electrocautery was used. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had difficulty charging the ipg after a procedure wherein electrocautery was used. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg after a procedure wherein electrocautery was used. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the original battery was replaced and relocated to a new location. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.